Event description:
It was reported that the lesion was located in the proximal left circumflex (lcx). The xience stent was advanced and positioned at the lesion. When the physician began to expand the stent, the stent delivery system (sds) moved back into the left main artery during inflation. As the stent was partially deployed, the sds could no longer be retracted. The xience stent was deployed in the left main artery and the sds was retracted. Another xience v was implanted successfully in the target lesion. The physician stated that he believes that the sudden movement of the delivery catheter could have been caused by the non-abbott guiding catheter, which was used. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Factors that can contribute to the difficulty to deploy (watermelon seeding) include, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, and procedural inflation technique. To ensure this issue is not the result of a manufacturing deficiency, a sampling of units is tested to verify proper stent deployment and uniformity of expansion. The xience v stent delivery system (sds) was not returned for analysis which may have assisted in the investigation. As inflation was attempted, this would partially expand the stent. The stent was able to be fully deployed outside of the target lesion. A conclusive cause for the reported difficulties could not be determined; however, there is no indication of a product quality deficiency. The lot history record for this product was not reviewed and a similar incident query was not performed because the product was not returned for analysis and the part and lot numbers were not reported.